Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on a filter found in a small volume intermate. This was noted after compounding the device with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (the device was manufactured on october 09, 2014 - october 14, 2014). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.